Event description:
It was reported that the female connector of three (3) peritoneal dialysis (pd) transfer sets leaked iodine; described as ¿iodine oozed from female luer connection¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) actual samples were received for evaluation. A visual inspection performed with the naked eye noted damaged in multiple locations of the threads of the dark blue female connector. Leak testing was performed using an in lab mini cap connector to the female connectors. Leaking was observed between the female connector and mini caps on all three samples, duplicating the reported problem. In addition, the returned mini caps were leak tested attached to an in lab female connector with no leak observed between the connections. Clear passage and clamp function testing were performed with no issues on all samples. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.